Manufacturer narrative:
Block b3: exact date unknown, event occurred a few months ago prior to the date the manufacturer became aware.

Event description:
It was reported that the implantable pulse generator (ipg) has become lose. The patient underwent implantable pulse generator (ipg) repositioning procedure. Nothing was added or replaced, the generator was moved lower into the upper buttock where it could be re-anchored to soft tissue. Additional information stated that the patient is doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a few months ago prior to the date the manufacturer became aware.

Event description:
It was reported that the implantable pulse generator (ipg) has become lose. The patient underwent implantable pulse generator (ipg) repositioning procedure. Nothing was added or replaced, the generator was moved lower into the upper buttock where it could be re-anchored to soft tissue